Event description:
A malfunction was reported on a pump, displaying malfunction code malf 12. There was no adverse impact on the customer's blood glucose level reported. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and was instructed to call back if the malfunction code reappears, which the customer acknowledged and understood.